Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that phrenic nerve stimulation had occurred as a result of left ventricular pacing. The lead was programmed off.

Event description:
New information reported that the lead was successfully explanted and replaced on (B)(6) 2016.